Event description:
The pt underwent a diagnostic procedure. The physician attempted to close the arteriotomy with the closer tsl 6 fr device. Insertion, marking and deployment went as expected. When the physician went to remove the device, he met resistance. The lever was manipulated without success. The operator pulled the suture from one side, however after a couple of inches the suture hung up in the device and broke. Resistance to removing the device was still felt. Under fluoroscopy a wire like spot could be seen. The pt was taken to surgery for removal of the device. The pt recovered without further injury.